Event description:
Used kinsa rectal thermometer on my (B)(6) son and it provided a reading of 100.6, necessitating a trip to the ER. My son was admitted for 36 hours and subjected to a battery of tests based on the kinsa reading, despite him never having a fever or a high temperature while in the hospital. A few weeks later he developed a mild cold and the kinsa thermometer again gave multiple readings of over 100 degrees. Based on these readings, I took my son to urgent care, where his temperature was 98.6. I finally went out and purchased another thermometer to compare to the kinsa, and determined that the kinsa is off by at least 1 degree, causing higher than actual temperatures. In the case of newborn babies this is absolutely unacceptable. FDA safety report ID#: (B)(4).